Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius dry acid 132 gallon unit had a burned and melted distribution fill valve solenoid and control board cable. The issue was found when a clinic technician was using the machine in fill mode, when the machine began smoking and gave off a burning smell. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The burned and melted components were the original fresenius parts on the machine. The biomed replaced the fill valve (including the fill valve solenoid), as well as the control board and control board cable to resolve the issue and return the machine to service. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The burned and melted components were discarded by the biomed and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.